Manufacturer narrative:
MFR received date: 27 sep 2019. Per product support, the customer is using an incorrect patient circuit set up, causing the patient disconnect alarm. When the customer swapped out this incorrect circuit set up for the correct one and this solved their problem. There was not actual fault with the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03may2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted technical support (ts) stating that unit had a disconnect error. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Event date not specified: estimate used.